Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pending metal on metal hip product liability. The patient was revised to address pain, moderate metallosis and weakness. Operative findings reported low level of metallosis within the joint. There was some atrophy of the gluteus medius musculature. Doi: (B)(6) 2007; dor: (B)(6) 2017; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Initial reporter occupation: lawyer.

Event description:
After review of medical records patient was revised to addressed painful left total hip arthroplasty metal on metal with mild to moderate metallosis. Removing of scar tissue around the seating of stem and from periacetabular region. Doi: (B)(6) 2007; dor: (B)(6) 2017 left hip.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient code: no code available (3191) was used to capture atrophy and device revision or replacement. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
After review of medical records, patient was revised to address painful left total hip arthroplasty, metal on metal, with mild to moderate metallosis. Patient has developed some increasing pain, abductor weakness, and has low-degree of metallosis. Clinical visit dated (B)(6) 2017 reported that the patient alleges instability, pain, tenderness, and restricted rom due to pain. Diagnostic studies showed metallosis. Operative findings reported low level of metallosis within the joint. There was some atrophy of the gluteus medius musculature. Operative notes stated a scar tissue around the seating of the stem and periacetabular region. The trunnion was intact and showed little sign of any wear or debris.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, b6 and h6 (patient code). H6 patient code: no code available (3191) used to capture the blood heavy metal increased and joint instability. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Litigation alleges injury, pain, stiffness, discomfort, weakness, affected mobility, anxiety, excessive level of metal ions and emotional distress. Doi: (B)(6) 2007. Dor: (B)(6) 2017. Left hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
(B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.